Event description:
It was reported that during procedure, the console was not getting enough power and there is an aiming beam issue related to its light brightness. The procedure was completed. There were no patient complications reported.

Event description:
It was reported that during procedure, the console was not getting enough power and there is an aiming beam issue related to its light brightness. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility. The console was started, and it passes self-test without error. A fiber was attached to test the beam intensity; the test was passed. Then, a different fiber model was attached, and the aiming beam intensity was significantly lower than the previous test. The external panels were removed, and the optics bench was exposed. The aiming beam intensity was adjusted to ensure the intensity was consistent across all compatible fibers. After this, the issue was resolved, the console was functioning as intended and within specification. In addition, the optics were inspected and cleaned, also, all optical alignments were inspected as per service manual. The coolant was topped off. The console passed the power output and functional tests. Therefore, the reported event was confirmed.